Event description:
In this event it is reported that aprotaper next ass.x1/x2/x3 31 broke during use. Additional information is pending as of this MDR - request for further information, number of patients and product return.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
Additional information was received indicating that the broken portion of the file was removed from the patient¿s tooth.

Manufacturer narrative:
Three assorted protaper next nitifiles x1, x2 and x3 31mm were returned in loose. Ptnx1 31mm file is broken in the active part (fatigue), ptnx3 31mm file is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Ptnx2 31mm is worn but is not broken. No unused x1 or x3 file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1715763). Root causes are not identified. We will track this kind of event and monitor the trend.